Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the black pulse wire was intermittent inside the trunk cable. The cause of the check belt messages is the intermittent pulse wire. The root cause of the intermittent wire cannot be positively identified. No adverse event resulted form the intermittent wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report constant check belt alarms. The patient was issued a replacement electrode belt.